Event description:
A us distributor contacted zoll to report that a patient developed open blisters under the lifevest equipment. Patient described the area as blisters and torn skin due to garment being too tight and uncomfortable making it difficult to breathe. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.